Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the line during priming of an access extension set with lactated ringer's solution. The reporter stated all y-sites were inverted and tapped during priming. After flushing air bubbles, more air bubbles were visible less than a minute later. There was no patient involvement. No additional information is available.